Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode. Failure analysis investigation found the following damages to the instrument: the pitch up cable was frayed at the distal clevis hub. The frayed strands were sticking out at the wrist. The conductor wires were intact and undamaged. The other cables at the wrist were not damaged. No other damage was found. The distal end of the main tube had various scratch marks with light material removal. The scratches were .095 - .195 in length and were not aligned with the tube axis. It was concluded that the damage to the instrument's main tube was likely due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable and main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during set up of a da vinci surgical procedure, the jaws on the pk dissecting forceps instrument did not approximate. No missing or fallen pieces were reported.